Manufacturer narrative:
The device associated with this complaint was not returned for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During the self-test before patient use, the thermogard console (sn (B)(4)) display panel was noted blank and the console produced a beeping tone. According to the customer the issue not resolved after the console was rebooted several times. An alternative cooling method was used. No consequences or impact to patient. Per reporter, the console was checked by the facility biomed service personnel and after the second reboot, the issue could not be duplicated. The console performing without any issues.